Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. It in unknown whether there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Correction: the correct catalog # is 90434, not 92134 as previously reported. This report is filed (B)(6), 2011.